Event description:
It was reported that the patient stated the ilet pump was not working properly and was leaking insulin, and the user interface was stuck on the ¿press and hold¿ screen during setup; the patient was instructed to confirm seeing drops, decline a new infusion set, and proceed to change the cartridge and tubing. Customer care provided support that included troubleshooting guidance focused on cartridge and tubing replacement and confirmation of priming drops. Investigation of this case revealed a suspected cartridge or tubing issue consistent with leakage and setup difficulty. Symptoms included unknown blood glucose effects with no reported adverse clinical symptoms. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup error or handling-related leakage of the cartridge or tubing.